Event description:
A customer reported air bubbles during a vitrectomy procedure. The equipment was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for eval. A root cause has not been identified. (B)(4).